Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. Customer support provided the caller with detailed instructions to reset the pump, guiding them through the process. After the reset, the error did not recur, and the caller successfully began a new sensor session. There was no adverse impact to the customer's blood glucose level.